Event description:
It was reported that 5 bd alaris smartsite extension sets experienced flow issues. The following information was provided by the initial reporter: we have had some 5 occurrences where the bd smartsite extension set has not flushed. The team has tried removing the end cap, tightening the flush syringe, adding additional force, attaching ¿ removing and then reattaching the flush syringe all typically without success.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. 5 samples model 20159e were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the sets were attempted to be flushed. The sets were successfully flushed. The customer complaint that the product has not flushed in one port could not be replicated. A device history record review for model 20159e lot number 21119806 was performed. The search showed that a total of 17603 units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. An increase of 53 complaints from months of march to october for models 2000e and 20039e has been received due to occlusion in the smartsite piston sub-assembly part numbers 10061789, 605800-100 and 620-00180. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.